Event description:
It was reported, the patient underwent an uneventful redo CABG procedure and an avr with this valve. Post-implant echo showed a severe ai (intravalular leak). The surgeon decided to inspect the valve, which he reported to be "pristine" and seated correctly. He then decided to implant a different valve instead. Post-op echo again showed severe al (paravalvular leak). It is unk what type of valve remains implanted.